Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). After obtaining discordant results, the customer ran one level of quality controls (qc) for brain natriuretic peptide (bnp), creatinine kinase (ckmb) and cardiac troponin (tni-ultra) and for all three tests the qc was out of range. The customer then tried to recalibrate, which failed. A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse found aspirate probe 3 tubing clogged and removed it by vacuuming and pushing bleach through the tubing. The cse performed an empty and fill procedure, removed the luminometer and cleaned it. The cse calibrated the instrument and ran quality controls (qc), resulting within range. The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s). The sample was repeated on an alternate instrument, resulting lower. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.